Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the arterial filter in the pack was inside out. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.

Manufacturer narrative:
Terumo did receive the actual device; however, the complaint was not confirmed. The event was misreported; the filter connection was assembled properly. The root cause of this event is due to layering of the device causing the twist connection near the arterial filter to alter position, which did not meet customers expectations. Layering was performed according to specification which is designed by the user. Terumo will review layering during the next build. The complaint will be included in the associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).